Event description:
At 10:00 a.m. On 04/24/06, the intra-aortic balloon pump began alarming rapid gas loss, no resolution to trouble-shooting or changing pumps. The balloon pump was discontinued. There was no adverse outcome for the pt.